Event description:
The customer reported obtaining discordant access toxo igg result for one (1) patient from the unicel dxi 800 access immunoassay system. The customer tested the patient sample on the unicel dxi 800 access immunoassay system and obtained an equivocal access toxo igg result. Subsequent testing of the sample on three (3) alternate methodologies produced reactive and non-reactive results. There was no report of any change or affect to patient treatment in connection with this event. The customer did not supply any information regarding sample collection, sample handling, or sample processing for this event. Beckman coulter reviewed the provided calibration curve for access toxo igg which passed within specifications on (B)(6) 2014.

Manufacturer narrative:
The customer provided one (1) patient sample to beckman coulter for investigation and testing of the sample neat (undiluted) following centrifugation produced a non-reactive access toxo igg result. Beckman coulter then tested the patient sample on two alternate methodologies and obtained reactive and non-reactive results, which confirmed the results obtained by the customer. The cause of the discordance between the methodologies could not be determined. There was no indication that the access toxo igg reagent was returned for evaluation and a field service engineer (fse) was not dispatched to the customer's site for this event. (B)(6).